Manufacturer narrative:
Review of the explanted device shows signs of fracture artifacts consistent with a bending fatigue fracture, possible initiated by taper fretting. The root cause could not be established with complete confidence.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported that patient underwent orthopedics salvage system procedure on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2012, due to fracture of the diaphyseal segment.